Manufacturer narrative:
H3: product analysis of ped-375-16, lotno:b366799 as found condition: the pipeline flex pushwire was returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at distal as the braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the path was established and the measurement data was calibrated, the 3.75-16 stent was finally selected. Opening the sterile package, and after normal hydration, a microcatheter was used to send it to m2 far away. It was then slowly moved to the straight section of m1 to open the tip end of the stent. Under radiography, they saw a drooping wire as soon as the tip end of the stent came out of the microcatheter. Repeated angiography confirmed that the tip end of the stent was damaged. Then replaced it with a 3.75-18, and the surgery ended successfully. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the left, posterior communicating segment large aneurysm with a max diameter of 16mm and a 3.5mm neck diameter. The landing zone was 3.3mm distally and 3.6mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and had routine dapt for 5 days before surgery. The angiographic result post procedure showed significant retention of contrast agent in aneurysm. Additional information was received that the tip end of the stent could not be opened, and the tip end was damaged under the ray. The cause of the damage was unknown. The distal section of the pipeline failed to open. The pipeline was not placed in a vessel bend when it failed to open, it was placed in the straight segment of m1 blood vessel. Additional steps and devices used in attempt to open the pipeline included using the stent microcatheter to retrieve it and trying to open it again, but it still failed to open.